Manufacturer narrative:
On 15 november 2016 the r&d project manager made the following analysis, while checking the pictures of the device: breakage of the tip of the screwdriver can occur in case of high insertion torque, typically related to large diameter screws (>7mm) and/or hard sclerotic bone. In such cases, bone tapping is recommended in the surgical technique. The strength of the tip is driven by the dimensions (torx t20) the cannulation (ø1.8) and the material (aisi x15-tn). Geometrical features are driven by the implant design and are equivalent to similar products in the market. The material is among the strongest materials for such application in terms of strength and hardness. However, studies are ongoing to establish a potential improvement in material or design another instrument of the same reference is included in the set, therefore the surgeon can complete the surgery without significant delay. Batch review performed on 17 november 2016. Lot 1550541a: (B)(4) items manufactured and released on 19 november 2015. No anomalies found related to the problem. To date, no similar events have been reported on items of the same lot.

Event description:
During the surgery, the screwdriver tip broke.

Manufacturer narrative:
Additional information received from the initial reporter on (B)(6) 2016 and includes: the surgeon had another screwdriver and the surgery was completed with no more problems. On (B)(6) 2016 it was communicated that visual inspection performed by r&d project manager on (B)(6) 2016: the inspection confirmed the preliminary investigation. Breakage of the screwdriver tip due to excessive torque applied. Based on the event information, a ø7 screw was inserted for revision, after removal of another screw from competitor system (size ukn.). The high torque could result from hard bone, or from the different thread geometry between the removed screw (and therefore the footprint on the bone) and the new screw. No info was provided about the usage of taps. The instrument set includes a second driver of the same reference, that was used to complete the surgery. Moreover, the standard set includes more screwdrivers that can be used as well.